Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be stretched, measuring out of specification at 1.13 in. In length. No damages, tears, or leaks were observed that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be stretched, measuring out of specification at 1.13 in. In length. No damages, tears, or leaks were observed that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking from the needle guard while the pod was worn on the arm for between 4 and 24 hours. As treatment, a manual insulin injection was administered.